Event description:
It was reported that the patient underwent a bariatric sleeve procedure on (B)(6) 2012. The patient was brought back into surgery on (B)(6) 2012 due to a leak near the gastroesophageal junction. The surgeon performed a revision of the sleeve into a bypass. The surgeon completed the pouch firings and the staple lines looked fine. After completing the jejunojejunostomy, the fellow inspected the stomach pouch and found that the staple lines had opened up and it appeared as if the "staples did not form". The staple line was oversewn. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: what color cartridge(s) were used? During the sleeve, he used green, gold, blue on the remaining of the firings (all with buttressing). During revision, all green. Was buttress material used? Seamguard. Were there any anomalies during the initial case? No, passed the leak test. How are the patients currently? Believed to be good. Are the patients expected to have a full recovery? Yes. No further information is known.